Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient experienced bleeding with these catheters and was barely able to void completely and needed a coude. No medical intervention was reported.